Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that there was a burning smell coming from the pt's monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (burning smell) was confirmed. As received, the monitor would not power on. Upon eval, all power supplies were open on the computer / analog board (ca) bard. The pld was also open. The cause of the inability to power on and the burning smell is the open power supplies and pld. The root cause of the open power supplies and pld cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.